Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and blood glucose levels over 1200 mg/dl. The customer was also spilling large ketones and was vomiting. All troubleshooting was declined as the customer only wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.